Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr= 1.6, second test inr= 4.1, third test inr= 1.6; 5.6, 5.0; 6.2, 4.9.

Manufacturer narrative:
Inratio precision data provided by end-user lot 070761: first test inr= 1.6; second test inr= 4.1; third test inr= 1.6; mean= 2.43; sd= 1.44; %cv= 59%. The %cv is less than or equal to 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested when returned. Per text "pt has bruises on both hands". This is an adverse event case. Products will be tested when returned. Inratio precision data provided by end-user lot 070761: first test inr= 5.6; second test inr= 5.0; mean= 5.3; sd= 0.4; %cv= 8%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Inratio precision data provided by end-user lot 070761: first test inr= 6.2; second test inr= 4.9; mean= 5.6; sd= 0.9; %cv= 17%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.